Manufacturer narrative:
The insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to compromised force sensor system alarm. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor, battery tube assembly and no condensation anomaly on lcd screen during visual inspection. No led anomaly pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had prime tubing but insulin keeps squirting out. The blood glucose at the time of the incident was 11.2 mmol/l. The device was returned for analysis.